Event description:
It was reported that the reverse button safety failed on the core universal driver during testing at the manufacturer. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was discovered that the bearings, safety bar, and trigger shaft with magnet were worn, and burnt flex strips were also found.